Event description:
During coil embolization of the subclavian artery, the orbit complex fill 7x21 coil (B)(4) was delivered through the (mc) microcatheter (excelsior, boston scientific (B)(4)), large friction was felt. The coil was found stretched (unraveled) when it was removed from the microcatheter. No information was provided about target vessel's characteristics. The coil was changed to other product (detail unknown) and the procedure was completed without any patient injury. An adequate continuous flush was maintained through the mc at all times. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. After the resistance was noted, no additional force was utilized to further advance the coil through the mc, and the advancing was stopped and the cause was investigated. During insertion, the coil introducer was seated correctly on the mc hub, and the touhy or stopcock was closed to secure the introducer and prevent movement of the introducer. No damages were noticed on the introducer after the coil was inserted. No damages were noticed on the microcatheter that may have contributed to the reported event. Other than the reported event, no other damages were noticed on delivery systems or coil, and the coil was still attached to the delivery system.

Manufacturer narrative:
When the 7x21 trufill dcs complex fill coil was delivered through the noncordis microcatheter (excelsior/boston scientific (B)(4)) a lot of friction was felt. The coil was found to be stretched when it was removed from the microcatheter. The coil was still attached to the delivery system upon removal. The coil was changed to another unknown product and the procedure was completed without any patient injury. The target lesion was the subclavian artery with no information available regarding the vessel/lesion characteristics. It was reported that an adequate continuous flush was maintained through the microcatheter at all times. The coil introducer was fully seated and secured in the hub of the microcatheter during introduction. No damages were noted on the microcatheter, the delivery system or the coil that may have contributed to the event. After the resistance was encountered, no additional force was used to further advance the coil through the microcatheter. It is not known if the same microcatheter was used to complete the procedure or in what area of the microcatheter the resistance was encountered. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was received unzipped and presented no damages. Kinks were noted in the hypotube and support coil. Gripper presented no damages. Embolic coil was broken since only the headpiece was still attached to the gripper and the rest of the embolic coil was not provided. The od from the delivery tube was measured and was found within specification according to specification. The product was inspected under microscope and residues of blood were noted inside the gripper; it was also observed that the coil was broken since only the head piece was attached to the gripper. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. With an attempt to insert the device into a lab sample cordis microcatheter, friction was experienced when the kinks passed through the inner lumen. When the kink located at 93cm from hub passed through the hub of the microcatheter, resistance was experienced and the device could not advance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15046419 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil could not be evaluated since the rest of the embolic coil was not provided. Resistance during advancement of the system was confirmed; the cause during testing of the returned device was the kinks on the hypotube of the delivery system. The cause of the kinks and the broken coil could not be conclusively determined; however, these damages do not appear to be related to the manufacturing process due to the report that other than the stretched coil, no damages were noted on the delivery system or coil. It was also reported that the coil was still attached to the delivery system upon removal from the microcatheter. Based on this, it appears that post procedural handling impacted the condition of the returned device. Inspections are in place to prevent these kinds of damages leaving from the facility. It is possible that procedural factors and device interaction may have contributed to the reported stretching of the coil. However, based on the available information, the device history record review and the analysis of the returned device, no conclusion can be made. There are no identified manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted wtihin 30 days of receipt.